Event description:
The customer reported a false positive result with the ID now covid-19 assay (lot number m199948) performed on (B)(6)2022 using a nasopharyngeal swab. On (B)(6)2022 the patient tested with the ID now covid-19 assay (lot number m199948) and generated a negative result. On (B)(6)2022 the patient retested with the the ID now covid-19 assay (lot number m199948) and generated a posiitve result. On the same day the patient performed a pcr test (unknown brand) for confirmation and the result was negative. On (B)(6)2022 the patient tested again with the the ID now covid-19 assay (lot number m200673) and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 190-000j, that has a similar product distributed in the us, list number 190-000. The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6, h2 and h6. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m199948 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lot m199948 and test base part number 190-430 / lot m199948. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m199948 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is patient sample interference.